Event description:
The user facility reported that a patient expired at the conclusion of a diagnostic colonoscopy, immediately after the device was removed from the patient. They reported that the device did not cause or contribute to the patient's outcome. The facility reported that the patient was known to have "medical issues", but no further information was disclosed.

Manufacturer narrative:
The device referenced in this report was forwarded to olympus for "preventive maintenance." Olympus performed an evaluation and found damage to the cover of the insertion tube that appeared to be consistent with chemical damage and rough treatment. There was physical damage to the light guide lens and other portions of the device. The extent to which these findings caused or contributed to the reported event can not be determined. Olympus has requested additional information regarding the reported event from the facility. If additional material information is received, this report will be updated. This report is being submitted as an MDR in an abundance of caution.